Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The 95% stenosed lesion in the severely tortuous, non calcified obtuse marginal (om) was predilated with a 15mm balloon. The physician encountered difficulty crossing the lesion. During procedure, the physician noticed that the catheter of the taxus express2 2.75x24mm drug eluting stent had been broken into two. The damaged stent delivery system and stent were removed and the procedure was completed with a different stent. No patient complications were reported. Patient status is satisfactory.